Event description:
Customer reported receiving a minimum fill notification, and their blood glucose level was affected, indicated by a "high" reading on their device, though the specific value was not provided. The customer had not yet taken any action to address this high blood glucose level. They attempted to load a new insulin cartridge containing 200 units, but due to mobility issues, neither the customer nor their husband could remove the pump from its case. Customer reverted to an alternate method of insulin delivery.